Event description:
It was observed during the device inspection, that the subject device's exhibited a bending tube that couldn't be reset during angulation. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the coil pipe in the up-direction was deformed. It is likely that this was caused by the coil pipe getting caught inside the device when it was put back together after angulation was applied in the down direction. Olympus will continue to monitor field performance for this device.